Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms some damage at the handle end of the device. There are burrs and gouges between the middle and the plastic on the device. The device shows signs of significant wear/use. The device was manufactured in 2013. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during instrument inspection, a nurse injured when she checked the r3 offset impactor and touched a part of the impactor that was broken. No medical intervention was required. There was no case involved.